Manufacturer narrative:
Error code displayed. The service rep was unable to duplicate described system error. The service rep re-calibrated filament to eliminate filament regulator failure. He replaced the gib to eliminate any possible corruption of filament and collimator calibration files. System remains fully operational.

Event description:
The customer reported the system displayed an error message "filament regulator failure". Error message considered a nuisance by the customer and the system was removed from the case and a second c-arm was brought into place as a replacement. No injury to pt as result of swapping systems. Also, the system will not boot up. A pt was possibly involved, but not injures. Unsure if case was completed.